Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery 10 times during the course of over a month. The customer's wife stated that she tried to fill the reservoir but kept receiving the no delivery alarm. She also reported that the device kept saying low battery, having had to replace a total of 3 batteries. She noted that the customer had just been discharged from the hospital after he had had a heart attack and urinary problems unrelated to diabetes. Troubleshooting for the no delivery alarm was discontinued, since the customer connected to a new infusion set and declined to continue. He had been advised to change the infusion set. The customer declined to return the infusion set and reservoir for analysis. The caller also reported a battery out limit alarm, but this was according to normal device behavior. The customer declined troubleshoot for the failed battery test because a new battery resolved the issue. Advised the caller to monitor the device. Nothing further reported.